Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer not detected on communication bus. A field service engineer replaced cubie tray. Tested all cubies to ensure debirs and position sensor to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawers did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.